Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was claimed that safety valve test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, during pre-use check the following test failed: pressure transducer test, internal leakage test and safety valve test. The technician checked the solenoid valve and no anomalies were observed. Further diagnosis revealed that the expiratory channel printed circuit board (pcb) was found defective and its replacement is necessary to resolve the issue. The faulty expiratory channel pcb may lead to stop of ventilation. The device log and the defective part were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).